Event description:
During an MRI scan, the hospital had reported that the 3860 pump was planned to be programmed to deliver dexmeditomidine at flow rate of 4 ml/hr using dose units of mcg/kg/hr. The reporter indicated the user accidentally selected a dose unit of mcg/kg/min, rather than the correct mcg/kg/hr, which delivered the fluid at a higher rate that required. The amount of fluid delivered to the pt was not reported to the manufacturer. It was reported no harm came to the pt, but additional monitoring was required for the pt.

Manufacturer narrative:
Investigation conclusion: the cause of this event was the user mistakenly selected the wrong dose units for this infusion. The product's operator's manual provides appropriate precaution(s) and a procedure for programming the drug parameters, and emphasizes the user must verify all entered values before starting the infusion. A copy of these precaution(s) and procedure for programming the drug parameters is enclosed in attachments 1 and 2, respectively. For completeness, the hospital's medwatch report is enclosed in attachment 3. From the initial report, this event was not considered reportable due to the initial reporter's info and use error conclusions. However, a review of the additional info in the user facility report received from FDA following the event prompted iradimed corporation to file this report.